Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2009-04296 for the other associated device information. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a renal radiofrequency ablation (rfa) procedure (date of event is unknown). According to the complainant, sufficient roll-off was not achieved during the initial rfa procedure of a midpole renal lesion. A CT scan was performed three months post procedure. Although the site was treated at 190 watts for 45 minutes, the site showed little or no sign of ablation. The target site was highly vascular which may have contributed to insufficient roll-off. The physician further indicated that following 45 minutes of treatment, it is his practice to end the procedure regardless of whether roll-off had been achieved. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good and discharged.

Manufacturer narrative:
Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. (B)(4) - (insufficient roll-off). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).